Manufacturer narrative:
The consumer is a (B)(6). The consumer's medical condition and stability for using the quad cane are unknown. The consumer's medication regimen is unknown. The floor, carpet or tile conditions are unknown. Obstructions on the floor or in doorway thresholds are unknown. The following warnings are provided in the user instructions for canes part no 1148069, they are: warning: do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. Each individual should always consult with their physician or therapist to determine proper adjustment and usage. Check rubber tip for rips, tears, cracks or wear. If any of these conditions exist, replace rubber tip immediately. The canes are not designed to support the total weight of an individual. Snap button or double button must be fully engaged and protruding through the height adjustment hole on the cane to ensure a positive lock. An audible "click" will be heard. Make sure that the can handle is properly and securely locked in place before using. When using a quad cane, all four legs must be in contact with and perpendicular to the walking surface. Make sure that the longest/or flattest portion of base is closest to foot - otherwise, injury or damage may occur. It may be necessary to adjust the cane for a right or left hand user. If the cane is used in any other way, cane damage and/or personal injury may occur. Extra care should be exercised when walking on a slippery or wet surface. After adjustment and before use, make sure that the cam lever is locked in place. (B)(4) - original filing was filed for the wrong registration number (invacare (B)(4)). (B)(4).

Event description:
The consumer was going into a different room in her home and allegedly fell with the quad cane. The cane allegedly broke into two pieces and she allegedly bumped her head on the furniture. No serious injury is alleged.

Event description:
The consumer was going into a different room in her home and allegedly fell with the quad cane. The cane allegedly broke into two pieces and she allegedly bumped her head on the furniture. No serious injury is alleged.

Manufacturer narrative:
The consumer is a (B)(6) female who stands (B)(6) and weighs (B)(6). The consumer's medical condition and stability for using the quad cane are unknown. The consumer's medication regimen is unknown. The floor, carpet or tile conditions are unknown. Obstructions on the floor or in doorway thresholds are unknown. The following warnings are provided in the user instructions for canes part no 1148069, they are: warning: "do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. Each individual should always consult with their physician or therapist to determine proper adjustment and usage. Check rubber tip for rips, tears, cracks or wear. If any of these conditions exist, replace rubber tip immediately. The canes are not designed to support the total weight of an individual. Snap button or double button must be fully engaged and protruding through the height adjustment hole on the cane to ensure a positive lock. An audible "click" will be heard. Make sure that the can handle is properly and securely locked in place before using. When using a quad cane, all four legs must be in contact with and perpendicular to the walking surface. Make sure that the longest/or flattest portion of base is closest to foot - otherwise, injury or damage may occur. It may be necessary to adjust the cane for a right or left hand user. If the cane is used in any other way, cane damage and/or personal injury may occur. Extra care should be exercised when walking on a slippery or wet surface. After adjustment and before use, make sure that the cam lever is locked in place.